Event description:
The user facility reported that an impella cp was attempted to be implanted in a 70-year-old male of unknown race for mechanical circulatory support but was unsuccessful due to the patient's anatomy. The implant was aborted. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. The root cause of the delivery issue was most likely patient condition related.